Event description:
During intraocular lens (iol) implant surgery, a nick was noted next to one of the haptics after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional info has been requested.